Event description:
It was reported that the subject device coupler part came off. The issue was found during inspection. There is no patient involvement on this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Inspection found the coupler parts were detached. In addition, device evaluation found corrosion on the scope mount , the electrical contacts of the video connector and corrosion on the free lock lever. The main body found flooded. There is a crack on the video connector. The camera cable was twisted. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Review of service repair history record was performed, and there was no repair history for this product within the past 12 months that are related to the reported phenomenon, no abnormalities observed. Instructions for use (IFU), it states : "preparation and inspection: inspection of camera head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Confirm that there is no looseness or rattling of the scope mount when the scope mount is operated. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. Olympus will continue to monitor the field performance of this device.